Event description:
During a da vinci si cholecystectomy procedure, the crocodile grasper instrument allegedly bent halfway up the shaft and part of the sheathing was scraped. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Intuitive surgical, inc. Received the instrument involved with the complaint. Engineering did not confirm the alleged bent shaft complaint. The subject instrument is a single-site instrument and the shaft is intended to be flexible. However, engineering confirmed that the distal end of main tube had various scratch marks with lifted materials but no missing piece. The scratches were short in length and not aligned with the tube axis, suggesting that the scratches may have been caused by instrument collisions or rough handling. No other damage was found. The instruments & accessories instructions for use (IFU) specifically states: general precautions and warnings -handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.